Manufacturer narrative:
(B)(4). Final analysis found the stylet coating was found to have stripped, the inner coil bunched and the overmolded connector boot was separated from the connector subassembly. This damage contributed to the reported anomaly.

Event description:
It was reported that during the implant procedure, the stylet was stuck in the left ventricular lead. The lead was no longer used and replaced. No patient symptoms or additional information was reported.